Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4308mlc was removed on (B)(6) 2018 due to loss of osseointegration around 9 years after implantation. The patient is a tobacco user and has history of bruxism and hypertension. The doctor noted bone resorption during explantation. The patient has recovered without complications.